Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the display of their device was not stable and would appear and disappear at times, when pushing a button, then shut down. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.